Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, universal surgical manipulator (usm) 4 came unclutched in the middle of the procedure. No one was near the usm when it came free and moved on its own. The caller was not able to capture an image of the error code before another staff member cleared it. Technical support engineer (tse) reviewed the logs and saw error 100 for set up joint (suj) moved without being clutched. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. Fse looked at logs, and error 100 had occurred on different arms in the past. The system was tested and verified as ready for use.